Manufacturer narrative:
¿Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced harness black ground wire (bezel)assembly (was broken). Replaced door assembly damaged lower hinge, cover door broken lower hinge, iui connector assembly (for corrosion) and damaged latch sear assembly. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/24/2016 to present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the wire harness from module to door ground wire was broken off and that the key pad was not working. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the wire harness from module to door ground wire was broken off and that the key pad was not working. No patient involvement.